Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reev0163 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the catheter was flushed immediately after inserting the catheter, the catheter was occluded and could not be infused. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of catheter occlusion was confirmed but the exact cause remains unknown. One 4 fr groshong nxt catheter was returned attached to the proximal portion of the two-piece connector. An attempt to flush the connector assembly revealed a complete occlusion to be present. Inspection of the components revealed the occlusion to be located within the metal cannula. The extension tubing was cut proximal to the metal cannula to inspect the components. Microscopic observation of the proximal portion of the metal cannula did not reveal any residual material or adhesive. A non-complainant wire was inserted through the metal cannula and revealed a solid occlusion near the midway point. Additional force was applied to the wire which resulted in the wire being able to pass through. The source material of the occlusion remained unknown. Based on the condition of the returned sample, possible contributing factors include precipitant formation. Since the material contributing to the occlusion could not be determined, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when the catheter was flushed immediately after inserting the catheter, the catheter was occluded and could not be infused. There was no reported patient injury.